Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient's physician inadvertently pulled out the electrode array while attempting to clean the external ear canal. Explantation of the device and reimplantation is planned; however, it is unknown if this has occurred as of the date of this report.